Event description:
The patient presented with variceal bleeding. The device was "loaded as normal" and advanced to the lesion at the base of the esophagus. According to the complainant, when the bleed site was red out, the device was fired but the first band did not deploy as intended and the bands "became rolled with each other, as seen from the endoscopic view." The endoscope was removed and as the nurse went to remove the device, the bands further rolled, pulling the string more until it broke. It was confirmed that the black line was aligned with the channel opening. The procedure was completed with a second speedband ligator device. At the conclusion of the procedure, the patient's condition was reported to be "stable."

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the device manufacture date cannot be determined.